Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 289 mg/dl at the time of the incident. Customer stated that one reservoir she had it on and it was half filled with insulin and it check for occlusion. Customer stated that second one had bubbles on reservoir. Customer stated that another had air bubbles that couldn¿t get out for 2/3 reservoir. Customer doesn¿t know what happened with 4th reservoir. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. Customer reports event was resolved by changing complete set (infusion and reservoir). The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 4 open or used reservoirs. Performed pre-fill reservoirs test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. Also inspected reservoir, snap-caps, and septum's for anomalies none were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded and no air bubbles.